Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery. A 12mm x 2.00mm nc quantum apex balloon catheter was selected and advanced to treat the target lesion. Upon inflation at 18 atm, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery. A 12mm x 2.00mm nc quantum apex balloon catheter was selected and advanced to treat the target lesion. Upon inflation at 18 atm, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).